Event description:
It was reported that during a laparoscopic unknown procedure, the device was locked out. The device was used on the lung. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one sc45a device was returned in good visual condition and with an ecr45d reload present. The reload was received partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.